Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, an unspecified device failure occurred with the proglide device. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however the treatment appears to be related to circumstances of the procedure as a new device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.